Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. By the analysis of the history log files it could be detected that on 27th of march 2019 a syringe change was performed. During the syringe change process the device was in stand-by mode and the syringe holder was opened. Futher it was possible to detect that the pump 16 seconds later was shutting down with a closed syringe holder. No visible damages on the outside could be detected. It was possible to bring the pump in operation. A functional investigation include self-test, syringe size detection, some syringe changes and a delivery mode with a long term test were performed. No malfunction could be detected. During an inside investigation no damages could be detected. The complaint could not be confirmed. It could not be excluded, that the syringe was without fixation in the pump. This can lead to an unwanted height bolus. Further the user have to note our description in the IFU about syringe change process. During a syringe change the patient have to be disconnect from the infusion line. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "bolus syringe change" customer information: no date of occurance was reported. Infusion pump perfusor space has unwanted injected a bolus of 10mls after a syringe change.